Event description:
It was reported the patient's stimulation device was removed "because it had a short and it kept cutting in and out." It was also reported the patient was in a car accident at some point, but it was unclear if this occurred prior to implant or the reason for its removal. The patient now has a pump device, and is very pleased the pain relief. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Product ID 377860, lot# v001918, serial# implanted: (B)(6) 2006, explanted: product typ lead product ID 377860, lot# v001918, serial# implanted: (B)(6) 2006, explanted: product typ lead product ID 37742, lot# serial# (B)(4), implanted: (B)(4) 2006, explanted: product typ programmer. (B)(4).